Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's race is african american. Mentor also became aware that the patient experienced leaking of the left tissue expander. Reason for device explant and/or reoperation: breast abscess and material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 3, 2020, mentor became aware that the suspect medical device has been disposed by the doctor's office and no longer available. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast abscess. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast reconstruction with two unspecified mentor tissue expanders, suffered left breast boil, post-operatively. The boil on the left breast developed a scab, which came off in shower. As the patient was getting ready, they leaned forward and yellow/white fluid and blood shot out. The patient underwent bilateral removal without replacement on (B)(6) 2018. Then on (B)(6) 2019, the patient underwent bilateral replacements with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 7377880 sn: (B)(4) and (right) 650cc mentor memorygel breast implant catalog: 3506504bc lot: 7748855 sn: (B)(4).